Event description:
It was reported that the lens was explanted and replaced due to an unspecified mechanical complication of the lens. It is to be noted that the original lens implanted was a 20.00 diopter and the new lens implanted was 18.50 diopter.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.